Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the left ventricular stylet was inserted to provide support. The removal of the stylet was difficult resulting the physician stripping the lead. The lead was explanted and replaced. The patient was well.